Event description:
A revision surgery was performed due to positioning problems observed post operatively.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.